Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 19.200psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 19.200psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Manufacturer narrative:
This MDR serves as a correction: the device initially failed the occlusion test at 19.00 psi. The pump was recalibrated, which resolved the issue. However, during retesting, the device failed the 30 psi occlusion test at 41.160 psi. The pressure sensor was subsequently replaced, which resolved the problem. Reference to complaint # (B)(4).